Event description:
It was reported while using an unspecified bd vacutainer® safety-lok¿ blood collection set, the sleeve fell off. There was no health impact or consequences reported.

Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A catalog and lot number could not be confirmed for this incident. D4. Medical device catalog #: unknown medical device catalog # was not reported; however, potential medical device catalog #'s were provided. The information for these #'s are as follows: d4. Medical device catalog #: 367283. D4. Medical device brand name: bd vacutainer® safety-lok¿ blood collection set. D4. Unique identifier (UDI) #: (B)(4). D4. Medical device catalog #: 367281. D4. Medical device brand name: bd vacutainer® safety-lok¿ blood collection set. D4. Unique identifier (UDI) #: (B)(4). D4. Medical device expiration date: unknown. D4. Unique identifier (UDI) #: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received 1 photo for investigation. The photo was reviewed and the indicated failure mode for sleeve falls off was observed. Bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode sleeve falls off based on the photo provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using an unspecified bd vacutainer® safety-lok¿ blood collection set, the sleeve fell off. There was no health impact or consequences reported.